Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 16mm amplatzer muscular vsd occluder was selected for an implant on (B)(6) 2022. The device was navigated through non abbott delivery sheath during deployment. However the physician didn't achieved the desired shape. It shape like a cobra head. Device was removed from the patient prior to release from the delivery cable. There was no interaction with atrial structures during deployment and no angulation or kink noticed in the delivery system. No device was implanted, patient stable, no additional information was provided.

Manufacturer narrative:
The reported event of deformation of a 16mm amplatzer muscular vsd occluder could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.